Event description:
The customer reported that avalon fm20 fetal monitor restarts and does not perform measurements. The mainboard and speaker part of the device are defective. Audible alarm is not confirmed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that avalon fm20 fetal monitor restarts and does not perform measurements. The mainboard and speaker part of the device are defective. It was confirmed that sound could be heard from the speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the avalon fm20 fetal monitor and found that the device constantly restarted, did not turn on, and did not take measurements. The device was then sent to bench repair to be further evaluated. During the evaluation, it was discovered that the motherboard was defective. It was further noted that, although sound could be heard from the speaker, the speaker also needed to be replaced due to what appeared to be a repair made to the socket. Parts were replaced. The device passed all functional testing and was returned to the customer.